Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at the first firing in great curvature, upon pressing the green button, the stapler popped the few first pins of the three reloads and couldn't fire anymore. The handle could not be squeezed. Another device was used to complete the case. There was no patient injury.